Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set disconnected which resulted in a fluid leak. This issue was further described as, ¿j-loop became completely undone and leaked IV contrast¿. The leak occurred during an exam and contrast injection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.